Event description:
Caller reported a malfunction on the pump, identified as malfunction code malf 0. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. Customer was assisted by cts in resetting the pump, and after the reset, the malfunction code did not recur. Cts instructed the caller to continue using the pump and to report back if the issue reappears, which the caller acknowledged and understood.